Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and (B)(4) .

Manufacturer narrative:
Correction info: based on further review, our products most likely did not contribute to the tass since after they changed the antibiotic to 250 g/0.1 cc moxifloxacin, tass did not occur. No further information will be submitted as the reported event no longer meets the reportability criteria. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Ages/dates of birth: unknown/ not provided. Sexes/genders: unknown/ not provided. Dates of event: unknown, not provided. Partial catalog#: unknown, as lot numbers were not provided. Lot numbers: unknown, information not provided. Unique device identifiers (UDI #''s): unknown, as lot numbers were not provided. Expiration dates: unknown, as lot numbers were not provided. If implanted; give date: n/a (not applicable). The healon is not an implantable device. If explanted; give date: n/a (not applicable). The healon is not an implantable device; therefore, not explanted. Device manufacture date: unknown as lot numbers were not provided. (B)(4). The product is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. There were no lot numbers reported for the devices; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. A copy of the article is provided with this report. Citation: clinical ophthalmology 2015:9 493¿497. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review: toxic anterior segment syndrome after uncomplicated cataract surgery possibly associated with intracamaral use of cefuroxime. The publication reports 17 eyes developed tass; subsequent treatment with drops and resolution of symptoms.